Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted. Device not returned.

Event description:
Progression of lateral osteoarthritis. Spoke w/pt's wife. She confirmed revision - said her husband most likely would not call back to speak with me.